Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via facebook "we have had a lot of triple lumen provena piccs kink in the arm lately. Most of the time, the patient is quite obese. The line works great for a while. Then suddenly it malfunctions. Get x-ray of arm and cxr and can s...."